Manufacturer narrative:
Upon further review, bard medical has determined that this emdr was initially reported in error on a 3500a form, as the complaint is a duplicate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was note returned.

Event description:
It was reported that blood was on the tip of the penis after removal of the catheter. However, there was no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was note reurned.

Event description:
It was reported that blood was on the tip of the penis after removal of the catheter. However, there was no medical intervention required.